Manufacturer narrative:
(B)(4). This follow-up report is being submitted, to relay additional information. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that a patient underwent a left hip procedure. Approximately, nine days post implantation for pain and instability. All of the items were removed and replaced. Attempts have been made and no further information is available.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical g(04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01006. 0001822565-2024-01007. 0001825034-2024-00818. D10: cat #: 30103203 / g7 vit e neutral lnr 32mm c / lot #: 66394401. Cat #: 00625006530 / bone scr 6.5x30 self-tap / lot #: j7607604. Cat #: 010000661 / g7 pps ltd acet shell 48c / lot #: j362795. Cat #: 650-1067 / cer option type 1 tpr sleve +3 / lot #: 3141011. Cat #: 650-1056 / cer bioloxd option hd 32mm / lot #: 3165601. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a left hip procedure approximately nine days post implantation for unknown reasons. All of the items were removed and replaced. Attempts have been made and no further information is available.